Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a broken cubie in drawer 4.1. The drawer was possibly off track or needed to be greased, making it very hard to open and close. A field service engineer found physical damage in the main half-height drawer four. A field service engineer replaced the main half-height drawers 4.1 and 4.2. Configured properly in space configuration mode to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.